Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested from the consumer on 01/04/2010, 01/11/2010 (2), 01/15/2010, 01/18/2010, and 01/22/2010 by mail and phone. No additional information was received from the consumer. (B) (4).

Event description:
A consumer reported that she experienced keratitis, pain and vision impairment with use of this product. Additional information has been requested.